Event description:
On (B)(6) 2012, the lay-user/patient contacted animas alleging that the pump had an unspecified history/settings issue. The details of the history/settings issue were not provided. The patient was instructed to contact animas for troubleshooting of the pump. Attempts by animas to contact the patient for follow-up information have been unsuccessful. The patient did not allege any harm or injury because of the alleged issue. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a history/settings issue. There is no evidence however that the alleged issue contributed to a serious injury. The patient did not report any blood glucose values, symptoms, or treatment suggestive of a serious injury.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4):the "ezprime" operation was performed successfully on the pump with no issues found. The test boluses were correctly calculated and successfully recorded in the pump's history. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There were no alarms noted related to the complaint in the pump's history. A review of the black box revealed normal alarm and warning usage of typical patient use. The pump was exercised for 24 hours with no alarms or warnings noted.